Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and calcified right superficial femoral artery and popliteal artery. On the first inflation, the f/g, sterling, mr, 3.0 x 20/135 (4f) was inflated to 14 atmospheres. On the second inflation, the balloon ruptured at 14 atmospheres. The balloon was removed intact. The procedure was completed with a sterling mr3.0-60mm. The patient status is good with no complications reported.